Event description:
It was reported that the patient presented to the emergency room following inappropriate shock from their right ventricular lead. The lead was exhibiting far p-wave oversensing. Imaging revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2023. The patient was stable following procedure.